Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent dislodgement occurred. The lesion was located in the 99% stenosed second obtuse marginal (om). The pt was premedicated with aspirin and plavix. The om vessel was predilated with a 2.0x12mm maverick balloon at 10 atms. The physician attempted to implant a 2.25x16mm taxus express2 atom drug eluting stent (des), but the device was unable to cross the lesion. The des was removed and the vessel was again predilated with the 2.0x12mm maverick balloon at 10 atms. The physician again attempted to implant the taxus express2 atom des and once again could not cross the lesion. The physician pushed the des and still could not cross the lesion. When the physician attempted to pull the device back into the guide catheter, the des dislodged from the stent delivery system (sds) in the left circumflex (lcx). The des then migrated to the mid to distal lcx. The physician attempted to use an unspecified 2.0mm balloon as a makeshift snare, but the attempt was unsuccessful. The physician then advanced a 3.0mm taxus liberte to the lesion and crushed the dislodged stent against the vessel wall. After crushing the stent against the vessel wall, the angiogram showed patent flow. Two non bsc stents, sizes 2.75x15 and 2.5x16mm, were deployed in the lcx in overlapping fashion. The procedure was successfully completed with residual 50% stenosis. No patent complications were reported with the pt's current condition listed as "fine".